Event description:
Reference number (B)(4). Event occured in israel. It was reported that, the patient faced infusion set's needle breakage event on (B)(6) 2025. Site of insertion was abdomen. Event took place within 5 minutes after the insertion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.